Event description:
Event description cpi received info that after the pt was externally cardioverted for atrial fibrillation, the implantable cardioverter (ICD) could not be interrogated and magnet tones were absent with the application of a magnet.